Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two tampons in the box had open petals on the insertion tubes. She used the first tampon and felt sharpness during insertion. She removed the insertion tube and the sharp feeling resolved. She did not use the second tampon. Consumer was doing well and did not seek medical attention.